Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a colonoscopy procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the center camera went blackout. The patient's anatomy was not visible on the center image when the center camera went blackout. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 captures the reported event of center image lost. A fuse 1g gastroscope was received for analysis. A functional evaluation was performed and a corrosion was found the electrical connector that resulted to leaks at the button sealing and bending rubber puncture. Cleaning the internal electrical components and replacing the button cover/sealing and bending rubbed resolved the issue. The imaging issue was confirmed. Corrosion resulted to fluid invasion due to leaks at the button sealing and bending rubber puncture. Leaks at the button sealing likely due to glue deterioration around the seal. Worn out bending rubber, including a pinhole, likely due to many cycles through the aer (automatic endoscope reprocessing). Therefore,the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center camera went blackout. The patient's anatomy was not visible on the center image when the center camera went blackout. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.